Event description:
It was reported that the tip of the screw driver is broken. The t-handle was not positioned well and excessive force was applied possibly leading to the fracture. There was approximately a 45 minute delay as the screw driver remained in the screw head and it was difficult to remove. Another compatible screwdriver was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.